Event description:
The customer reported the unit had a problem with the power supply. The customer reported the device was in use and there was no patient harm. Upon review of the device diagnostic log history during service, an occurrence of a 12/24 volt power failure was noted, with a vent inop occurrence during subsequent restart into operation. If a 24/12 volt failure of the ventilator occurs during use and results in a shutdown of the ventilator, an audible power fail alarm will activate. There was no recurrence of the finding during testing. The manufacturers field service engineer replaced the power supply to address the finding. Applicable final testing was completed and tests passed per operating specifications.